Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer just receivedthe insulin pump and the plastic piece that surrounds reservoir fell off. Troubleshooting was performed and the insulin pump will return. The customer's blood sugar is 99 mg/dl.

Manufacturer narrative:
Findings: pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.